Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged distal washer be related to the customer reported complaint. Visual inspection was performed and the instrument was found to have to distal washer dislodged. The distal washer was returned with the instrument. The distal washer appeared to be damaged, but no material was missing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. No failures were found during a log review. Additional observation not reported by site was that the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the screw fell off the synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues noted with the instrument prior to use. The synchroseal instrument had been used prior to the issue during the case with no issues. The screw fell off while the instrument was being handled outside the patient. No fragment fell into the patient. They were able to open a new instrument and completed the procedure wit no report of patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.